Event description:
Clinical report states intraoperative complication-implant instability. Update rec'd (B)(4) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the records, during implantation, the patient had an endstage valgus disease, and the wear was somewhat abnormal being quite posterior in the tibia. The distal femoral cutting guide took a very aggressive distal cut despite the fact the alignment and distal cuts were checked and rechecked. The cut was more medial than lateral. Cement and screws on the distal femur were elected to set the femur up appropriately to balance the extension and flexion gaps. At this time an unknown cutting guide is being reported. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Patient medical records were received and forwarded to a depuy medical professional for review. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.